Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that the buttons on the insulin pump are too hard to push. Customer explained that she has arthritis and she cannot press the buttons. Customer received this insulin pump as a replacement regarding the safety scroll wrap recall. Customer stated she will be returning the device and go back to using her original device. Blood glucose value is 95 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 3004209178-2015-48571.